Manufacturer narrative:
Patient information was unavailable from the site. UDI and manufacture date not available for this instrument at time of filing. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site was having tracking issues with their navigated shaver during a procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The issue could not be duplicated. The monitor was connected to a known functional system. The monitor remained working during testing and was fully functional. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site was having tracking issues with their navigated shaver during a procedure. There was no reported delay to the procedure and no known impact on the patient outcome.